Event description:
Customer called to report the insulin pump had a crack where the o-ring goes on the pump. Blood glucose reading was 214 mg/dl. The customer did not recall how the damage occurred. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump had broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners. (B)(4).